Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a portion of the battery compartment case at or near the threads had detached from the pump case. It was reported that a battery compartment crack at the same location was noticed about 1 month prior to the alert date. The reporter stated there was no evidence of moisture or corrosion and no power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/31/2015. Product analysis: the device was returned and evaluated by product analysis on 08/10/2015 with the following findings: three battery compartment cracks were observed. The battery cap threads were found to have been damaged. The battery cap was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.